Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The visionaire user manual contains warnings to avoid smoking or open flames near the device while in use. Caire is attempting to have the unit returned for an investigation. If any new information is discovered, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, caire received a notification of the below incident from france oxygene: the patient was burnt at the nose and face due to the use of oxygen while he was smoking a cigarette. The patient went to the hospital.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The visionaire user manual contains warnings to avoid smoking or open flames near the device while in use. The device was returned to caire for an evaluation. The unit was functioning as intended. The patient was smoking while using the unit. The black markings on the unit could be from the event but it is not known. The unit was working properly at all settings.